Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The emergency lamp was failing and causing the reported e207 error code to display. Additionally, the light guide connector was found worn. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus visera elite xenon light source due to an e207 error code. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the subject device¿s emergency lamp was failing. This report is being submitted to capture the failing emergency lamp found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B3, b5: updated within information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the event occurred due to an emergency light internal failure. However, the specific root cause of the emergency light internal failure could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The initial reporter confirmed that this event occurred during preparation for use. There was no patient harm as a result of this event.